Event description:
The excel cusa tip completely sheared and snapped off 45 minutes into liver surgery. The pt was anesthetized during this event; however, the pt was not injured. The surgery was delayed for ten minutes while another tip was obtained and put on the hand piece.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.